Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On july 7, 2017, it was reported that the graft was catching when ratcheting through and the right pin was also getting stuck. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 1:1 ratio cutter, serial (B)(4), 1.5:1 ratio cutter, serial (B)(4), a 2:1 ratio cutter, serial (B)(4), a 3:1 ratio cutter, serial (B)(4), and a 4:1 ratio cutter, serial (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by on (B)(6) 2017 revealed the calibration was out of specification. The device produced a passing sample mesh with the test cutter and there was slight visual damage to the comb, gear, and roller. No ratchet was returned for evaluation. The 1:1 ratio cutter, serial (B)(4), 1.5:1 ratio cutter, serial (B)(4), 2:1 ratio cutter, serial (B)(4), and the 3:1 ratio cutter, serial (B)(4) all produced a passing sample mesh. The 4:1 ratio cutter, serial (B)(4) produced an incomplete sample mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 25, 2017 which included replacement of the roller, damaged comb, and gears. Skin graft mesher, serial number 06900, was then tested and functioned properly. The reported event ¿that the graft was catching when ratcheting through and the right pin was also getting stuck¿ was non-verifiable since during initial inspection it was revealed that the device was out of specification and also noted that there was slight visual damage to the comb, gear and roller. However, it was also revealed that the 4:1 ratio cutter produced an incomplete sample mesh and was deemed non-repairable. While the reported event was non-verifiable, it is unknown how that the graft was catching when ratcheting through and the right pin was also getting stuck. Therefore, the root cause of the reported event cannot be specifically determined with the provided information. The issue was resolved with the replacement of the roller, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer..

Event description:
It was reported that the graft was catching when ratcheting through and the right pin was also getting stuck. Investigation results revealed that there was visual damage to the comb. No adverse events have been reported as a result of this malfunction.